Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified middle left anterior descending artery. A 10/3.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual inspection of the balloon identified a longitudinal tear present in the balloon material. The tear measured 2 mm in length extending from 1 mm distal of the proximal marker band to the 1mm proximal of the proximal marker band. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no issues present on the device. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified middle left anterior descending artery. A 10/3.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and patient was stable post procedure.